Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The ultrasonic probe surface was partially peeled off. Additionally, the evaluation revealed the following findings: angulation in the up direction was out of the standard due to the worn angle-wire; there was scratch on adhesive of acoustic lens; the gap on up/down knob was out of the standard due to the worn angle-wire; adhesive on bending section cover (a-rubber) was broken; the ultrasonic protector was cut; the ultrasonic cord was dented; the electric contact of ultrasonic connector was corroded; switch #1 was cut; electrical-connector was corroded; and the number of lost ultrasonic elements exceeded the standard due to the broken ultrasonic cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the surface of the ultrasonic gastrovideoscope was partially peeled off. The issue was observed during preparation for use for an unspecified diagnostic procedure. The procedure was completed with a similar device, with no delay noted. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress. Olympus will continue to monitor field performance for this device.